Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was inserted but was removed as there was change in the clip selected. Second clip delivery system (cds) was inserted into the patient and posterior gripper would not lower. Troubleshooting was performed but was unsuccessful. Third clip was attempted but was not implanted due to the challenging imaging. Clip was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.